Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use; resulting in the decision to explant the device. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report, (B)(6) 2015.